Event description:
It was reported to manufacturer that the vns patient's generator was replaced due to end of service. The explanted generator was returned to manufacturer for analysis. Analysis of the explanted generator verified the end of service condition. During the laboratory analysis, the automated post burn-in electrical test specification was not met, and the supply currents were over the limit. Bench analysis determined that the problem was a result of leaky transistors and identified the q9 and q10 components as the cause. After q9 and q10 were replaced with known good bench components, the device met the specification requirements of the automated post burn-in electrical test. The leaky q9 and q10 components could potentially be a contributing factor to the end-of-service; however, analysis of the device determined that the end-of-service condition was an expected event.